Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "telemetry alarms are not working".the device was in use. There was no reported patient or user harm.